Event description:
Patient (B)(6) indicated that they had experienced eye pain and burning/stinging in right eye, especially when blinking. The pain subsided whilst wearing lenses during the day but later got worse. (B)(6) indicated that they visited their doctor the following day and was diagnosed with a corneal ulcer.